Event description:
Boston scientific crm received information that during a routine device changeout procedure, when the rate/sense portion of this ventricular defibrillation lead was removed from the header of the device, the lead pin pulled apart and the electrode wire uncoiled. No adverse patient effects were observed.

Manufacturer narrative:
The is-1 rate/sense portion of this lead was surgically abandoned and a new rate/sense lead was implanted. At this time, no additional information is available. If additional information becomes available, this report will be updated.